Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. All connections of the anesthesia control board were reset to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a system malfunction error during pre-use checkout resulting in a loss of mechanical ventilation. There was no patient involvement.